Event description:
An event was received from a customer claiming that a pt with a massive mi died from a bleed caused by the autopulse but not from the mi.

Manufacturer narrative:
The pt had mi. Severity of mi is unk. The exact cause of death is unk since an autopsy was not performed. The attempts to collect relevant info about this incidence have not been successful. The device has not been returned for evaluation. It was determined that manual CPR was performed for 15 minutes by the pt's wife prior to deployment of the autopulse system. It is also not known how long the autopulse was used on the pt. The cardiologist notice a lot of blood in et tube. Blood in the et tube can occur with vigorous CPR whether administered manually or mechanical equipment. Blood in et tube is considered a possible side effect of intubation. Autopulse is non-invasive device. It is not likely that bleeding was a direct complication of CPR/autopulse. It is possible that compressions may lead to more bleeding from an existing internal/external injury, which may or may not be related to CPR.